Event description:
The iab was inserted into the pt on 2/24/98 at 4:00 p.m. And removed on 2/25/98 at 12:30 a.m. The iab did not malfunction. The pt had bleeding that was not severe. A transfusion was required and a vascular surgeon was consulted. Event complications; bleeding/not severe/transfusion required reported-3/2/98. Pt's current status: discharged-rpt'd 3/2/98.